Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the first three bands became tangles. Upon closer examination, the site indicated that bands 2 and 3 appeared to be have been pulled under the first. The bands were then removed by hand and the procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unk at this time. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further info is identified, a supplemental medwatch will be filed. (B)(4).